Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome and spinal pain. The patient reported that sometimes the stimulation will ¿bite¿ them, and it hurts at the implant site. This issue started about a year ago. They also stated that they have had something at the base of their brain for about 3 years that has something to do with their vertebrae, but they are unsure what it is. The patient noted that this issue is the reason they want to have an MRI done, but they were told that they cannot have one. The patient mentioned they also have an issue when the stimulation is on, where a nerve in their back will spasm where the lead, which is painful. They noted that this began about 6 months ago, and that the nerve issue is why they chose to stop using the stimulator. The patient stated that they currently continue to charge the stimulator, but they plan to just let it ¿run down.¿ they indicated that they don¿t know if the stimulator can be removed because it is implanted on the spine and not next to it. The patient was re-directed to follow-up with their healthcare provider. They stated that they do not have a healthcare provider currently, but they have already received a list of physician listings. No further complications were reported or anticipated.